Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to the defib receptacle connector plug being disconnected from the main board. The defib receptacle connector plug was reconnected to the main board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.